Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) outer tubing overlay breached cut and blood was noted in the helix mechanism. Distal conductor blood/body fluid (not obstructed). The helix will not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated.

Event description:
It was reported during the implant procedure that the lead (B) (4) helix did not function in or out after the first repositioning. The lead was not used. Lead (B) (4) was not used due to conern about insulation tear and blood ingression. No patient complications have been reported as a result of this event.